Event description:
A pt was admitted for two days with congestive heart failure and swollen legs. The suspect device was used to check the pt's blood glucose and a result of 434mg/dl was obtained. Standard procedure is to call for a lab test when glucose is over 400mg/dl. The lab was contacted. A doctor ordered insulin to be given prior to the lab draw. Two types of insulin were given, totaling 20 units. The lab was drawn and came back at 14mg/dl. Over the next eight hours lab results were low and d25 was given. Controls were run and in range on the system. The suspect device was used at 0430am and a result of 101mg/dl was obtained.